Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had its temperature above specification, had damaged bearings, cable/cord/wiring and hole/cut in the hose. It was further determined that the device failed pre-tests for motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between phases and connector body (42), no short circuit between phases and connector body (42), no short circuit between phases and connector body (42), air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was coming away from the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.